Event description:
It was reported that the pt underwent a balloon ablation procedure in 2007. During the eight-minute cycle, the balloon burst and the procedure had to be aborted. A new catheter was used to successfully complete the procedure. Antibiotics were prescribed to the pt as a result of the balloon bursting during the procedure.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.